Event description:
During stereotactic breast biopsy a foreign metalic object was seen on imaging. The object was removed during the procedure. The device used in the procedure are: vacora coaxial cannula. Vacora biopsy probe. Vacora needle guide.